Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-00568. It was reported that during a coronary stenting treatment procedure the stent delivery system became stuck on the guide wire. The 4.5 x 24mm veriflex monorail stent delivery system became stuck on the luge guide wire. No patient complications were reported and the patient's status is okay. Additional information was requested and is not available.